Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8110 not passing the pressure calibration using systems maintenance was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, pressure sensor: informed most likely due to pressure sensor. Provided part number. Customer will repair in house. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determined that the probable cause of the customer¿s reported issue was pressure sensor. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8110 not passing the pressure calibration using systems maintenance. There was no patient involvement.